Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The download data showed a 0x40 alarm occurred during the original run. The rerun showed abnormal transitions for the rational senor. Inspection of the drive mechanism found contamination on the commutator cap .it was concluded that the found contamination prevented the device to correctly detected the open and close transitions, leading to the 0x40 alarm. The observed 0x40 alarm however did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 322 mg/dl. The pod was reportedly leaking while worn on the abdomen for between 25 and 36 hours.